Manufacturer narrative:
Following our receipt of one unit and placed transmitter under microscope and found moisture/corrosion damage at the connector pins, unable to perform functional test or verify communication anomaly. In summary, the customer complaint of loss of communication could not be confirmed due to corrosion/moisture damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and issue was unresolved. No damage was observed to connector bridge and transmitter pins. Customer did not receive the sensor connected alert or did system start warm-up. Transmitter will be being replaced. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Updated summary: mmt-7841zn product is returned for analysis.